Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found following warnings and precautions related to the reported failure: ¿ do not push the deployment slider twice or the second implant will deploy prematurely. ¿ do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely.

Event description:
It was reported that during a meniscus repair surgery, after the t1 was deployed in the meniscus, the t2 deployed prematurely. No significant delay was reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h2, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator was at manufacturing specifications. There was debris along the shaft of the device. No suture was returned. The needle appeared to have a greater bend than standard. A functional evaluation could not be performed fully due to the anchors already being deployed. The device actuator was stiff and prone to sticking. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the event include misplaced force on the actuator, excessive force on the device, or unintentional bending of the needle.